Event description:
It was reported that a patient experienced an infection coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was diagnosed with the infection after going to the hospital due to cloudy effluent. The cause of the infection was unknown. The patient was treated with unspecified antibiotics for the infection. At the time of this report, the patient was recovering from the infection.

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).